Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported that this avea ventilator showed "ext high peak", "high peak" errors, and there was no ventilation detected. This occurred on start-up and the customer reported that there was no patient involvement associated with this reported issue.